Event description:
It was reported that during a lap colon sigma resection procedure, after receiving an error code and while cleaning the device, the blade broke off. The procedure was completed with another device. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.